Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that at the time of balloon check, water leaked from the connection even though it was properly inserted into the syringe. The event occurred during pretest and no problems were observed while inflating the catheter. There was no abnormality with the shaft. Usually, the balloon can be inflated within seconds and the user found the event as difficult to inflate due to some other reasons.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured. Further investigation is documented. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that at the time of balloon check, water leaked from the connection even though it was properly inserted into the syringe. The event occurred during pretest and no problems were observed while inflating the catheter. There was no abnormality with the shaft. Usually, the balloon can be inflated within seconds and the user found the event as difficult to inflate due to some other reasons.